Event description:
Procedure: laparoscopic cholecystectomy. Reportedly, a portion of the insulation on the shaft of the instrument came off while cauterizing the liver bed. This caused an electrical short. A small/minimal burn (discoloration) was noticed in the area around the trocar on the skin. No treatment was necessary.